Event description:
The pump medication dose was 1200 mcg/day in simple continuous mode (the medication was not reported). The hcp wanted to continue that daily dose but also give a 50 mcg bolus throughout the day on (B)(6) 2010. The hcp attempted to program a flex mode. The hcp entered the basal rate at 1200 mcg/hour which was delivered for approximately one hour. The patient experienced an overdose, was intubated and ventilator dependent. The programmer used had an (B)(4) software card; updating the software card was planned. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).